Event description:
A (B)(6) male pt, contacted zoll customer support to report that one battery was just in the charger and is now unable to power on the system. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery will not power on the monitor) has been confirmed. As received, the battery pack had an output voltage of 1.68 v. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.